Event description:
Pt reported that in a comparison with a healthcare provider's meter, pt obtained a blood sugar reading of 202mg/dl on pt's ss meter versus a 152mg/dl reading on the healthcare provider's meter (33% variance if a plasma calibrated meter 18% if whole blood calibrated). No symptoms were reported. Pt did not have control solution to do control test. There were no allegations of harm.